Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging his ipg in (B)(6) 2016. As a result,the device stopped communicating with external devices and became inoperable. The ipg was replaced on (B)(6) 2017 with a different model, and effective stimulation was restored post-op.